Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. The curves appeared irregular and the results were repeated. Erroneous results were not reported out and there was no report of patient impact. Eua #: eua (B)(4).

Manufacturer narrative:
The following field has been updated due to additional information: d.4. Medical device lot#: 0168236. H.6. Investigation: the complaint investigation for false positive results with the bd sars-cov-2 reagents for bd max¿ system (ref (B)(4)) lot 0168236 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max sars cov-2 indicated that the lot was manufactured according to specifications. Customer reported a high rate of positive results with a low level of fluorescence and high CT on the n2 target and irregular curves with background noise. Customer provided one run for analysis (run#161 with 2 positives samples in lanes b7 & b8). Analysis of the curves for sample in lane b7 shows an amplification for both n1 and n2 target and looks like a true positive sample at the limit of detection (lod) of the assay. Environmental target contamination at customer site could also explain this late positive result observed. The second sample in lane b8, show an atypical curve with a signal increase in both n1 and n2 channels at the same moment. There are various potential contributors that could lead to this type of curve all of which attributed to a sample processing error of unknown origin. One of the potential contributors could be bubbles in the cartridge well coming from various elements (tips, instrument, workflow, etc.). There is no indication of an increase in complaints for false positive complaints for the bd sars-cov-2 lot 0168236. The root cause for the false positive result was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. The curves appeared irregular and the results were repeated. Erroneous results were not reported out and there was no report of patient impact. Eua #: (B)(4).